Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25099185, 25098675, and 25098259 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on two vasoview hemopro 2 was not working. There was no power going to the devices. They changed out the dc extension cable and the devices would still not work. The tw power supply, is suspected too. The leg was opened to complete the procedure.